Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been programmed to left ventricular (lv) pacing only due to elevated pacing threshold measurements on the right ventricular (rv) channel. The caller was questioning the presenting data which was suspected to show no capture on the lv channel. Additionally, lv pacing threshold measurements had increased. The lv output was reprogrammed. A revision procedure was subsequently performed and the lv lead was found to have dislodged. The lead was removed from service and replaced. Micro-dislodgement of the rv lead was suspected. The rv lead was repositioned successfully with appropriate threshold measurements. No additional adverse patient effects were reported.